Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had tried to use a very old pump and put in a new battery. Customer stated that the pump shows battery out limit. Customer tried to troubleshoot but it was impossible because the customer could not clear the alarm.